Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the foreign object remaining could not be identified. Additionally, the cause could not be identified, but it is possible that high-energy instruments (laser, radiofrequency, etc.) Were used without maintaining sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope tip cover was scorched. Additionally, there was foreign material in the nozzle. There was no patient involvement.